Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the controller was not returned for evaluation. Raw log files were not available for analysis. Review of the available autologs revealed a controller power up event on (B)(6) 2020 at 18:27:53. Prior to the loss of power, bat809819 was connected to power port one (1) and bat809229 was connected to power port two (2). After the loss of power, bat851558 was connected to power port one (1) and bat851791 was connected to power port two (2). The controller was without power for 10 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that three days later, the patient was admitted for shortness of breath, tachycardia, elevated lactate dehydrogenase (ldh), and ventricular assist device (vad) high power. In addition, review of logfiles showed vad suction alarms two weeks prior. The patient¿s elevated values had resolved on repeat labs and the patient received adenosine to treat their heart rate. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b1: section was corrected from product problem to adverse event. Product problem. Correction b2: outcome attributed to adverse event was corrected from blank to hospitalization and intervention required. Correction b5: event description was corrected to include the ventricular assist device (vad) as an associated device and patient si gns/symptoms. Correction h1: type of reportable event was corrected from malfunction to serious injury. Correction h6: patient ime code was corrected from e2403 to e0717, e060109. Patient imf code was corrected from f26 to f08, f12, f22, f2303. Correction h10: additional manufacturer narrative was corrected to include the vad as an additional product related to the reported event. Product event summary: the pump (B)(6) and the controller (B)(6), were not returned for evaluation. Raw log files were not available for analysis. Review of the available autologs revealed a controller power up event on 22/oct/2020 at 18:27:53. Prior to the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 10 seconds. Review of the autologs report also revealed consistent power consumption above normal operating range within the analyzed period; however, no high watts alarms were logged within the analyzed period. Additionally, 15 suction alarms were logged since 30/sep/2020. As a result, the reported loss of power, high power, and suction events were confirmed. Information received from the site indicated that, in addition to the high power and suction event, the patient was admitted three days later for shortness of breath, tachycardia, and elevated lactate dehydrogenase (ldh), the patient¿s elevated values had resolved on repeat labs and the patient received adenosine to treat their heart rate. Based on the available information, the device may have caused or contributed to the reported event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, cardiac arrhythmia is known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 30-nov-2020 / serial#: (B)(6) UDI #: (B)(4), mfg date: 29-nov-2018 h5: yes h6: patient ime code(s): e0717, e060109 h6: imf code(s): f08, f12, f22, f2303 h6: img code(s): g04105 h6: FDA device code(s): a1412, a141302 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 this regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. H10 mistakenly stated that the investigation for this event is pending when in fact investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m55 lead; implanted on (B)(6) 2016, 5076-45 lead implanted on (B)(6) 2016, ddmb1d4 ICD implanted on (B)(6) 2016. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected loss of power. The controller remains in use. No patient complications have been reported as a result of this event.